Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable positive online dat opiates ii urine result from the cobas 8000 cobas c 502 module for one patient. The initial result was 14.618 ng/ml, with a test on the same day with another positive result of 15.805 ng/ml. The sample was tested on (B)(6) 2026 after being diluted 1:10, and the result was a third positive result of 10.373 ng/ml. On (B)(6) 2026, a confirmation test performed by the toxicology department of a different laboratory using high performance liquid chromatography (hplc), and another local laboratory had negative results for opiates. The result was contested by the patient's doctor due to the patient's non-use of opiates.